Manufacturer narrative:
Event date: only event year is known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patients tfna 9mm 125 degree broke post-op. The patient received the nail on (B)(6) 2021. The doctor started patient's weight-bearing(walking exercise) one (1) week of surgery after the initial surgery. The patient visited the hospital in (B)(6) twice due to pain, but at that time the nail wasn't broken and no other problems occurred. After the visitation, in (B)(6), the doctor stopped the walking exercise. On (B)(6) 2021, the patient underwent a removal procedure. This report involves one (1) 9mm/125 deg ti cann tfna 200mm - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: manufacturing location: monument, manufacturing date: february 21, 2020, expiration date: february 01, 2030, part: 04.037.913s, 9mm/125 deg ti cann tfna 200mm- sterile, lot: 41p2585 (sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 04.037.912.3, tfna lock drive, lot: 28p9541. Production order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part: 04.037.912.4, wave spring, shim ended, lot: 11l3000. Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley were reviewed and determined to be conforming. Part: 04.037.912.2, lock prong, 125 degree tfna, lot: 4l00942. Purchased finished goods traveler met all inspection acceptance criteria. Part: 21127, timoagri16.00, bp80, lot: 25p1332. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the photo. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that tfna fem nail ø9 125° l200 timo15 was broken across the blade insertion hole and some scratched that appears to be by use could be observed. Additionally, the broken parts and the lock prong were received in the evidence provided. A dimensional inspection for the tfna fem nail ø9 125° l200 timo15 was unable to be performed due to pots manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tfna fem nail ø9 125° l200 timo15 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed ti cannulated trochanteric fixation nail - advanced, 125 deg. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1 h6: photo investigation: the complaint device (tfna fem nail ø9 125° l200 timo15) was not received for investigation. A photo investigation was performed based on the photos provided. The image was reviewed, and the complaint condition is confirmed. After review of the x-rays provided, a nail and screw construct is visible in the proximal femoral area. The first photos do not show any evidence of broken device, nevertheless, in photos with date 08/18/2021, the top part of the complaint device appears to be broken, confirming a postoperatively broken condition. A manufacturing record evaluation cannot be performed due to lack of lot number. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. No DHR review was completed since no lot number was supplied via photo or additional information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.